Manufacturer narrative:
Internal complaint #: (B)(4). Autonumber #: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. Blood was observed on the harvesting tool handle. Blood and charred material were observed on the jaws and heater wire. The heater wire on the hot jaw was observed to be flexed away and detached from tip the hot jaw. The heater wire remained attached at the based of the hot jaw. No other visual defects were observed. Based on the condition of the returned device and the results of the evaluation, the reported failure mode "material twisted/bent¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.